Event description:
It was reported that the physician's dell x50 handheld does not hold a charge. The handheld was kept plugged into the wall outlet to charge while not in use, and once unplugged, the screen will go blank. The handheld, serial cable and programming wand were returned to MFR for analysis. When the handheld was received by the MFR for analysis, it appears that the battery was wedged. Completion of analysis of the handheld is pending. Analysis of the programming wand revealed no anomalies, and the wand performed according to specs.